Event description:
A malfunction was reported on the customer's pump, showing a malfunction code that could not be reset. There was no adverse impact on the customer's blood glucose level, with no notable events causing the level to exceed 500 mg/dl. The customer planned to use a multiple daily injection (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support resolved the issue by sending a replacement pump with updated software. They provided the customer with instructions on storing the old pump and the necessary steps once the replacement arrived, ensuring the smooth transition of the equipment.